Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data was required in order to determine the cause and noted that if the patient is at risk of harm from safety core operation that device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data was required in order to determine the cause and noted that if the patient is at risk of harm from safety core operation that device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.